Event description:
It was reported that the patient was scheduled for normal device replacement due to eri (elective replacement indicators) when he experienced chest pain. The ventricular lead impedance was found to be 227 ohms bipolar and 351 ohms unipolar. The lead was replaced at the time of the ipg changeout. No further patient complications were reported as a result of this event.